Event description:
Email received from (B)(6), quality event form. Describes broken clamp event one day prior. Clamp broke in half while in patient's mouth, pieces were retrieved, neither patient nor staff members were injured. Clamp is being returned to (B)(6) and will be forwarded to hkna. This malfunction is reportable as sec. 803.50 states if you are a manufacturer, you must report to us no later than 30 calendar days after the day that you receive or otherwise become aware of information, from any source, that reasonably suggests that a device that you market has malfunctioned and this device or a similar device that you market would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. The malfunction will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Analysis of returned broken clamp: item evaluated: ivory clamp style ss 2a reg bicuspid, lot no.:a2, manufacture date:9/30/2012, receipt date: 02/09/2015. Complaint: broken. Evaluation summary: the clamp has multiple damage points and an excessive damage area on the top side of the jaw, by a dental grinding tool. The clamp broke in the mid-bow area. The break was uneven and not parallel to a stencil or lot number character. The user's grinding marks were evident on the jaw of the clamp. With pieces reassembled with a smooth seam, overextension is apparent. This bicuspid clamp may have been used on a molar. It shows heavy use and has what appears to be cement covering most of the surfaces. The dfu states, "caution: modification, over-extending, bending, or use exceeding one year may cause breakage." And, the directions state, "do not place clamp in mouth until the rubber dam has been properly placed. Clamp could become a choking or safety hazard if dropped or broken in the mouth without proper use of the rubber dam at all times." Cause of breakage: misuse by user due to damage by overextension. Conclusion: the complaint is not confirmed due to user misuse. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.